Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed no power issues. There were no alarms related to the complaint observed in the alarm history. Visual inspection revealed stripped battery compartment threads and damaged battery cap threads. The battery cap was unable to establish an electrical connection and power loss was duplicated. A test battery cap was used to complete investigation. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no further power issues occurring. The pump was opened and no damage was found to the power circuit.